Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed during the laparoscopic surgery. The user changed to the similar device, and completed the procedure. At the incoming inspection for the repair, the service department of olympus (B)(4) checked the subject device, and identified the reported phenomenon. It was found the camera cable deformation. The service department of (B)(4) also found needs to replace for the ccd unit, sealing and cable unit. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to the ccd unit failure of the subject device due to being applied the unexpected stress to the camera head by the user handling. If additional information becomes available, this report will be supplemented.